Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a return of symptoms. The issue started probably about two months ago. They had the therapy turned off for knee surgery. When they turned the therapy back on they were having problems again. Patient lost 40 pounds since they had the device put in. Now they could feel a lump at the crack of their butt and they thought that was where the battery might be. Agent reviewed the stimulator is in the buttocks. They said they could feel something in the cheek of their bum and when they lean back in a chair it was painful. Patient thought it was because they must have lost all their weight in their butt. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned thursday of this week they go to see their doctor. They also have an appointment in april with the implanting doctor. Patient said they also have an appointment they think june 7th but they didn't mention with what doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.